Event description:
It was reported that the patient presented remotely via merlin.net and the patient noted a vibratory alert. The atrial lead exhibited low impedance measurements. The patient later presented to the clinic and the device was reprogrammed and the patient would continue to be monitored.